Event description:
It was reported that the patient underwent exploratory laparotomy and enterorraphy on two planes on (B)(6) 2015 and suture was used. On (B)(6) 2015, the patient experienced enteral secretion by the operative wound and through the abdominal drains. An explorative laparotomy was performed and enteral secretions were found. A plumbing of the enteral fistula was performed with probe and foley was externalized to the abdominal wall. A heavy cleaning of the abdominal cavity was also performed with closure with suture and other materials. The patient was sent to intensive care unit. It was reported that the patient is in the hospital, receives daily dressing changes, is fasting and on total parenteral nutrition and antibiotics. There is no forecast for hospital discharge.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 08/12/2015. (B)(4). Additional narrative: it was reported that the surgeon opined that the fistula was not closed and the patient had a generalized infection.